Manufacturer narrative:
[Health effect - impact codes]:(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported for left side "rupture", "device was recalled". The device has been explanted.

Event description:
Patient reported for left side "rupture", "device was recalled". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, d4, h4, h6.